Event description:
It was further reported that additional follow-up information from the patient's clinic revealed that the patient had discussed the issue of the device migration with the clinic and the clinic's response to the patient was that the device needed to be checked as soon as possible. The patient understood the acknowledged the situation and agreed to schedule an appointment soon.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported by the patient that they had tingling in their arm, and that their implantable cardioverter defibrillator (ICD) had popped up on one side and occasionally pinched. Multiple follow-up attempts to the patient's clinic were unanswered. The device is still in use. No further patient complications have been reported as a result of this event.